Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced both low and high blood glucose (bg) levels of 39 and 439-539 mg/dl. The cause of low and high bgs was unknown. The customer became unconscious and received third party assistance from their mother, who woke up the customer and provided juice and water to address both bg issues. Recommendation was made to consult with a healthcare provider to discuss diabetes management.